Event description:
Pir - over-infusing. A patient in ICU was set up to receive an infusion of zyrox set to deliver 10cc per hour. Two bags involved. The zyrox was delivering too quickly. Both bags emptied, but the display indicated a flow rate of 200cc/hr and the remainder to infuse was 148cc. No injury to patient. Patient was disconnected from the pump and put on another pump. Patient is fine.

Manufacturer narrative:
The device investigation is currently underway. A review of the serial history for this device indicates that the device has not been inspected by the manufacturer since its purchase in (B)(4) 2006. A follow-up report will be submitted upon completion of the investigation.